Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while reassembling trays, it was noticed that the impactor tip was fractured. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned product identified that the plastic tip is fractured. There is some wear on the device. The device was sent to scanning electron microscope for further analysis. Scanning electron microscope analysis found that the fracture surface artifacts suggests an overload failure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.